Manufacturer narrative:
Complaint conclusion: as reported, the sponge of a 7f exoseal vascular closure device (vcd) failed to deploy during femoral artery closure, possibly causing oozing. Manual compression and bandaging achieved hemostasis. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device (7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 8f catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was received in the black/white and red position. For evaluation of the delivery shaft, the inserted csi was withdrawn, and kinked/bent conditions were observed on the delivery shaft at 12.2 cm, 13.1 cm, 13.8 cm, and 15.6 cm from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near the kinked/bent areas to verify the outer diameter (od). The results obtained were within specifications. In addition, a dimensional analysis of the delivery shaft¿s inner diameter (ID) was also conducted per procedure and the results were within specification. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed and the plug was not included for evaluation. A high magnification evaluation was executed to assess the kinked/bent sections of the delivery shaft and the internal mechanism. The previously noted kinked/bent areas during the visual analysis were confirmed under microscopic evaluation, and the internal mechanism appeared intact. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿, was not observed through analysis of the returned device as the device was received fully deployed and the plug was not returned. Multiple kinks were observed on the delivery shaft. This may have also led to issues with the proper functioning of the device. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, the device was returned inserted into an 8f sheath and was used with the 7f exoseal vcd during the procedure. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ the IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sponge of a 7f exoseal vascular closure device (vcd) failed to deploy during femoral artery closure, possibly causing oozing. Manual compression and bandaging achieved hemostasis. There was no reported patient injury. The case was reported as a serious injury to the china national medical products administration (nmpa). The device will be returned for evaluation.